Manufacturer narrative:
The device was returned to olympus for inspection where the reported event was identified. Based on the results of the investigation, the root cause was not identified. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope displayed the image blackened due to a broken charged coupled device unit, and the connecting tube has coating peeling (greater than 1mm2). There was no patient involvement.